Event description:
It was reported that during a nephrectomy procedure, the clip applier formed the first staple correctly then would shoot unformed staples out the side. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling the device, the clips were not properly fed into the jaws causing the clip to be ejected. The clips were caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.